Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the progav 2.0 but organic deposits outside of the ped. Prechamber were determined. Permeability test: a permeability test has shown that the progav 2.0 has a blackage while the ped. Prechamber is permeable. Computer controlled test: because the progav 2.0 is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in progav 2.0. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. According to the investigation results, a non-adjustability and a blockage at the progav 2.0 were detected. The visible deposits have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the based on our investigation results, we cannot determine any functional deviations or other abnormalities in the ped. Prechamber. The product operated within all specification. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 valve (#fx438t) was implanted. According to the complainant, the valve caused an under-drainage and had adjustment problems. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was now sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 valve (#fx410t) was implanted. According to the complainant, the valve caused a malfunction. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.